Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. D4: UDI updated. D4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown in the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unknown surgical procedure, it was observed that the vapr s90 4.0mm w/integr hdp device noted sparks and displayed output shorted. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that was in a used condition and was returned in its packaging, the active tip had signs of activation, and the manifold was charred. The suction tube was cut and not returned for evaluation; the tube was knotted. The shaft, handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. The supplier performed an evaluation with the following results: device was received in its original packaging, the tip was in used condition with tissue debris inside the active tip, the plastic manifold was severely melted, crystalized saline residue was found around the manifold. The handle was used with procedural residue visible in the suction tube, no other anomalies could be observed on the device. The device failed hipot active return electrical testing, also failed the footswitch activation functional testing for ablation by displaying the ¿output short¿ error code. The customer reported that ¿sparks & output short. It was reported that during the operation, the device noted sparks and displayed output shorted.¿ the visual inspection found that the plastic manifold was melted at the distal tip which was likely damaged by misuse or a ¿shortening¿ event. The specific root cause cannot be determined. Note that similar damage has been seen at different location at proximal end of the plastic manifold under previous CAPA investigation. To eliminate recurrence of this failure mode a design change is required. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the information currently available, the potential cause is traced to design. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device u2410007, and no non-conformance's were identified.